Event description:
It was reported that the battery gauge was fluctuating on multiple occasions. The customer¿s blood glucose level was not impacted. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.